Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. No cosmetic damage noted.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 120 mg/dl. The insulin pump will be replaced. Nothing further reported.